Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to call back if any further issues arose and acknowledged this guidance.